Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint- asr revision to take place on (B)(6) 2013. Hip(s) to be revised: right. Asr xl acetabular system. Reason(s) for revision: pain. Update - received 6 feb 2013 - revision date and reason for revision pain. Update - june 21, 2017 additional information received from crawford's, added stem. This complaint was updated on july 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: asr revision to take place on (B)(6) 2013. Hip(s) to be revised: right. Asr xl acetabular system. Reason(s) for revision: pain. Update - received 6 feb 2013 - revision date and reason for revision pain. Update - june 21, 2017 additional information received from (B)(6)'s, added stem.